Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the o2 blender module was missing the top screw located on o2 port. With a known good o2 hose connected onto the unit's o2 port while supplying o2, a leak could be heard coming from the o2 port. Bench testing revealed that the leaked was due to the missing screw located on the o2 port. Carefusion replaced the screw to address the reported issue.

Event description:
It was reported by the customer that the high pressure oxygen port screw came out of the ventilator and is leaking air. This issue occurred while on a patient with no patient harm.